Event description:
It was reported that the patient was using meal announcements to correct elevated blood glucose rather than relying on the device¿s correction algorithm, and the patient was counseled that this practice can lead to maladaptive dosing for future meals. Symptoms included episodes of hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included user education and troubleshooting focused on correct use of meal announcements and reliance on the correction algorithm for high glucose. Investigation of this case revealed user technique contributing to hyperglycemia, with the device hardware and software functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.